Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Consumer reported that the string from a tampon detached in one piece from the pledget during insertion, while pulling out the applicator from her body. She manually removed the pledget from her vaginal cavity. She did not report any adverse health effects.